Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the pcba (printed circuit board assembly) burn was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was multiple error codes found. The third-party service center concludes that there was a pcba burn and unit got scrapped.